Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the lead was extracted due to an unrelated infection, it was noted that an insulation anomaly was observed. No electrical anomalies were detected prior to explant. The patient was unaffected by the procedure.